Manufacturer narrative:
This report is being supplemented to provide additional information to e2, e3, and g2.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to g2, h8, and the device evaluation. Please see updates to g2, h6, h8, and h10. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Additionally, the repair center found minor scratches on the outer tube and minor stains under the light guide cover glass. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the loss of image and purple image were unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported to olympus that a videotelescope had a loss of image at the end of the intervention twice. It was reported that there was the appearance of a purple-colored image with bars on the screen. The issue was raised during video connector inspection (maintenance). There was no patient injury or adverse event reported to olympus.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the reported issue was confirmed, the image was purple. Minor scratches were found on the outer tube and minor stains were found under the light guide cover glass. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device. Additional PMA/510(k): k190744.